Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, noise resulting in oversensing was observed on the right ventricular (rv) lead. Insulation damage was suspected but not confirmed. The event was resolved by capping and replacing the rv lead during an unrelated procedure. The patient was in stable condition.